Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for gastrointestinal/ pelvic floor patient reported that the ins was removed (B)(6) 2018 because it was implanted too deep. No symptoms were reported and no complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported that the device was not implanted too deep and that patient was never satisfied with the function of the device. No further complications were noted or anticipated